Event description:
A site reported that while transporting a pt across the elevator threshold, the ivent 201 shut down w/o an alarm. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info has been requested but has not yet been provided.